Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation. It was noted that the right ventricular (rv) lead was apparently implanted in the middle cardiac branch of the coronary sinus. During the lead revision, the helix was retracted, but the lead was unable to be moved. The lead was capped and replaced. No further patient complications have been reported as a result of this event.